Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. (B)(6). Upon investigation of the actual device used in this incident, it was determined that the device had an error system.timeoutexception during subscription maintenance, where the stations request to the sync server (serversyncmanager) did not receive a response within the configured 2-minute timeout. A technical support specialist (tss) confirmed that there were intermittent communication issues between the station and sync server, which could cause the station to transition to critical override (co) if disconnected for over two hours. However, further validation via the report server and pes confirmed that the stations synchronization status was current with recent uploads, and no devices were listed in co. Additionally, confirmation from the user indicated no ongoing issues, suggesting the problem was transient and communication was restored without persistent impact. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all pyxis machines were in disconnected status and critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.